Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2022 by the journal of surgical oncology titled ¿evolution of hospital length of stay and opioid use¿. The study reviewed three hundred-fifty (350) patients who underwent a nuss procedure with cryoablation for pectus excavatum using arthrex fiberwire to address soft tissue approximation and/or ligation. During the nineteen (19) month follow-up period, fourteen (14) patients experienced neuropathic pain. Ref: lai, k. Et al. Cryoablation in 350 nuss procedures: evolution of hospital length of stay and opioid use. J pediatr surg 58, 1435-1439, doi:10.1016 / j. Jpedsurg.2022.10.051 (2023).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.